Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of aseyf084 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported there was an incident of "a cracked y-site." No other information was provided.